Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to perform any tests due to blank display. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose level was 120 mg/dl. Troubleshooting was performed for blank and it was observed that the display was not return. The device will return for the analysis.